Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the hematoma, the cause was unable to be determined as limited clinical details were provided, and no product was returned for review. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient undergoing a high-risk percutaneous coronary intervention was preoperatively implanted with an impella cp device for mechanical circulatory support which was noted successfully completed. Post procedure the impella was weaned and explanted with a survived outcome. However, there was a ¿small¿ hematoma successfully managed with manual pressure and femostop.